Event description:
The patient reported that the keypad buttons are sticking, especially the down arrow button. She stated that she wears the pump in her pocket and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump had been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the contrast, up arrow, and down arrow keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.